Event description:
Note: this report pertains to a spyscope ds ii and spnote: this report pertains to a spyscope ds ii and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds digital controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was interrupted and the spyglass ds controller did not recognized the catheter connection after two samples were collected using spybite max biopsy forceps. They restarted the device several times and encountered the same problem. The physician removed the spyscope ds ii catheter from the endoscope and the catheter started working again; however, when they re-inserted it back into the endoscope, the device did not recognize the connection with the catheter. The procedure was not completed due to this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.